Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
After receiving the an avea standard ventilator, there was a vent inop note. The customer reported that device's patient circuit was full of rain out therefore, they changed the circuit and ran overnight. They found the error codes: bad cal fcv and pneumatics module ftc. The customer confirmed that they found bad o2 sensor during pm.